Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected reset was noted. No motor error alarm was noted during bolus delivery. The motor was tested outside of the device and passed. The pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 462 mg/dl. The customer treated with manual injections. The customer stated that her pump stopped delivering and she received a motor error. The customer was advised of the no delivery alarm and its possible causes. The customer was assisted with performing a 5 unit fixed prime. The customer stated that insulin exited with 0.3 unit fill cannula. The customer stated that the pump was not exposed to a strong magnetic field or MRI. The customer stated that they were able to rewind. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.